Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited noise that was over-sensed by the device and led to pacing inhibition. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.